Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected hardware low level failures,the hardware rtc date and time disagrees with the software maintained date and time, alarms during testing however, hardware low level failures, the hardware rtc date and time disagrees with the software maintained date and time are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors and was unable to calculate how much insulin was in the reservoir. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer declined to troubleshoot. The customer was advised to revert to their back up plan. The insulin pump will be returned for analysis.